Event description:
It was reported that the fast fix 360 misfired on the second implant, a backup device was available. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.